Event description:
The customer reported that the system would reset on its own. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the printed circuit boards 1 and 2, and the one kilovolt battery. The system was tested and found to be working as intended and put back in service.